Manufacturer narrative:
(B)(4). Batch # 272a39. Investigation summary: photos along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: first photo shows a tyvek with the lot # 285a88, exp. Date: 2024-04-30. Second photo shows a white reload inside of a package and with the one-piece sled not properly loaded. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60w reload was returned unfired with the one-piece sled not properly loaded. No functional test was performed due the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
After open the packing, the surgeon noted that it is very difficult to install the cartridge. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.